Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella cp device due to stemi (st-segment elevation myocardial infarction). While on support, the impella access site was noted to be oozing, and suction alarms were noted. Angle match was obtained, and forward tension sutures were placed at the impella access site. The patient continued to decompensate while on impella support, and it was also noted the possibility of internal bleeding related to impella access site. Following suction alarms, the patient's hemoglobin dropped >5 g/dl, mean arterial pressure dropped into the teens, and the patient went into pulseless electrical activity. Survival outcome at explant noted the patient expired. The relationship between potential internal bleeding related to impella access site and patient's death is unknown. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.